Event description:
It was reported that the patient underwent an pulmonary vein isolation procedure with a thermocool® smart touch¿ bi-directional navigation catheter and post procedure the bwi product analysis lab identified a hole in the pebax. During the procedure, at start of ablation application there was a sudden rise of force, followed by a sudden drop at the end of application. The medical team changed the cable and that did not resolve the issue. The catheter was changed and the issue resolved. The overall delay was approximately 5 minutes. The procedure continued. No patient consequences were reported.

Manufacturer narrative:
E1 initial reporter phone: (B)(6). Device evaluation details: the device was returned to biosense webster (bwi) for evaluation. A visual inspection, and screening test evaluation of the returned device was performed following bwi procedures. Visual analysis revealed reddish material and a hole in the surface of the pebax. The force feature was tested, the device was connected to carto 3 system, and the device was visualized and recognized correctly; however, error 106 appeared on the system due to an open circuit in the tip area. A manufacturing record evaluation was performed for the finished device number lot 31155038m and no internal action related to the complaint was found during the review. The force issue reported by the customer was confirmed. The instructions for use (IFU) contain the following recommendations: the force sensor of the catheter is disconnected. If the problem persists, replace the catheter cable or the catheter. The potential cause of the hole in the pebax could be related to the usage of the device during procedure; however, this cannot be conclusively determined. It should be noted that product failure is multifactorial. The instructions for use states: when cleaning the tip electrode, be careful not to twist the tip electrode with respect to the catheter shaft; twisting may damage the tip electrode bond and loosen the tip electrode, or may damage the contact force sensor. In addition, in order to prevent damage to the catheter tip, use the insertion tube supplied with the catheter to advance or retract the catheter through the hemostasis valve of the sheath. After insertion, slide the insertion tube back toward the handle as part of biosense webster¿s quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).